Event description:
One pt had a successful revascularization, but in the intensive care unit developed st changes with hypotension and resulting q-waves present on the electrocardiogram. Dobutamine & nitroglycerin drips were initiated to combat the hypotension and the pt improved. The pt's cpk-mb was greater than 2000, from labs taken at the time of the incident. Dr feels event could have been caused by coronary artery spasm of the device.